Event description:
The account alleged the brake casters will pivot when in brake position. No injury reported.

Manufacturer narrative:
The account replaced the brake casters on the bed to resolve this issue.